Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for treatment of an unspecified indication. The patient's humapen memoir insulin injection device was returned to the manufacturer, and upon examination missing segments were noted in the dose number area. The humapen memoir was associated with product complaint (B)(4) / lot 1003c02. The user and the user's training status was not provided. The device duration of use was not provided. The humapen memoir was returned to the manufacturer (B)(6) 2012. Update (B)(6) 2012: additional information was received from the global product complaint database on (B)(6) 2012: added the lss analysis summary to the product tab, updated the EU/ca fields and the medwatch fields.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for treatment of an unspecified indication. The patient's humapen memoir insulin injection device was returned to the manufacturer, and upon examination missing segments were noted in the dose number area. The humapen memoir was associated with (B)(4) / lot 1003c02. The user and the user's training status was not provided. The device duration of use was not provided. The humapen memoir was returned to the manufacturer (B)(4) 2012.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation has been completed.

Manufacturer narrative:
Narrative field: new, updated, and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. No further follow up is planned. Evaluation summary a pharmacist reported on behalf of a patient that their humapen memoir device battery is empty. Investigation of the returned device (batch 1003c02, manufactured march 2010) found missing segments in the ones digit of the dose numbers. The root cause was determined to be a deficient bond between the cable and the lcd glass. In addition, ingress by an unknown liquid that caused damage resulting in residue and corrosion in several locations in the device. A house sample review did not identify any manufacturing batch related potential causes. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q1 2012 beginning with batch 1109c01 to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in q1 2012 beginning with batch 1109c01 to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.